Manufacturer narrative:
Continuation of d10: brand name interstim; product ID: 3889-28, (lot: unknown); product type: 0200-lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction. It was reported that the set screw in the ins would not secure the lead after multiple confirmed locking attempts. They tried attaching battery to the first lead and received impedances, so the doctor placed a new lead and when they went to lock the ins to the new lead, the screw would not hold the lead in the battery. Troubleshooting performed included multiple lock/unlock/relock attempts and called tm for help. Confirmed it was not going to hold it. The cause was not known.

Manufacturer narrative:
H3: analysis determined that the setscrew on the implantable neurostimulator (ins) (s/n: (B)(6)) was backed out beyond the point of being able to engage with the connector block. Continuation of d10: product ID 3889-28. Product type lead product ID 978b128. Product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). When asked what steps were taken to resolve the set screw issue they stated that they tried multiple attempts at tightening and loosening it and ensured it was still in the screw port, nothing worked. They stated that this was resolved by implanting a new lead and ins.